Event description:
It was reported that the 3.0x8mm nc trek rx balloon dilatation catheter was being loaded onto the guide wire and the distal shaft of the device separated into 2 pieces. There was no reported resistance with the guide wire. Another balloon was used successfully to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.